Manufacturer narrative:
(B)(6). The device was evaluated by the returns department which found that the issue was unable to be duplicated as the product tested fully functional.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the ctrl error was showing up on the bottom of the screen and the chair would still drive and then it would go to a red screen and stop driving. Provider states the intermittent issue eventually became permanent and now the chair will not drive.

Event description:
Provider states, the ctrl error was showing up on the bottom of the screen and the chair would still drive and then it would go to a red screen and stop driving. Provider states, the intermittent issue eventually became permanent and now the chair will not drive.